Event description:
It was reported that the device appeared to have reached elective replacement indicator (eri) early; however, it was determined that the device went into measurement lock-up eri. The device was reprogrammed and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.